Event description:
A stryker rep received a phone call from the anum of orthopedics and was told that during a tibial fracture procedure, the surgeon was preparing the canal for implanting a t2 tibial nail ie reaming. He used a hand reamer first which snapped in the pt. The broken end tip was removed from the pt by opening up the bone. After this was completed the surgeon continued with the procedure.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.